Manufacturer narrative:
(B) (4). The ge service reg corrected the imaging settings in rut and made additional correction for imaging settings. The system performs as intended.

Event description:
The customer reported that the system displayed a poor image quality. No patient injury occurred.